Event description:
Additionally, the staff pushed the aic and bed over a bump. Subsequently, the impella alarmed impella stopped. The perfusionist dropped the p level to p0 and then back up to p7 and the impella restarted.

Manufacturer narrative:
The pump was returned for investigation. No physical damage was noted on the returned product. Small biomaterial was reported on the outflow cascade. The pump was run as intended in a bucket of water. As per the clinical report, hemolysis was noted from the start of the case and improved after the pump repositioning. The patient was on continuous renal replacement therapy (crrt) throughout the case run. Additionally, a temporary pump stop occurred during automated impella controller (aic) when the button was pressed while it was bumped. The data log shows the impella position as unknown, along with alarms and suction during the early pump start when hemolysis was reported. Also, later on 03/07, a pump stop was reported with alarm 115 and an impella plug connect alarm notification. The cause of the hemolysis issue was most likely improper positioning of the device, since the repositing the device resolved the issue. The cause of the renal failure issue was not determined due to insufficient clinical details. The cause of the temporary pump stop issue was user-related, as the pump connection accidentally came off during transport. Instructions for use impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ hemolysis: section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ b1 revised from the initial the initial manufacturer device report number 1220648-2025-26919 to include product problem that was inadvertently omitted. B5 revised from the initial the initial manufacturer device report number 1220648-2025-26919 to include additional information that was inadvertently omitted. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26919 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26919. H6 medical device problem code 1503 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26919. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26919.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 55 year old male patient was on impella cp support and during support, the patient had hemolysis and renal failure. Hemolysis was confirmed by 2 plasma free hemoglobin tests. Patient on continuous veno-venous hemofiltration (cvvh) and not making any urine. Patient was successfully weaned and explanted.